Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to toggle between the alphabetic and numeric keypads on the touch screen. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.